Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an invalid transmitter ID alert. A root cause could not be determined. A replacement transmitter was sent to the customer. There was no reported impact to customer's blood glucose level.